Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter read inaccurately high compared to another device (onetouch ultra). The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy issue began about a year and a half prior to contacting lfs. The patient reported obtaining blood glucose readings with the subject meter that were consistently ¿1.0 point higher¿ than the other device. The tests were performed within an unknown time of each other. It is not known how the patient manages his diabetes or if he made any changes to his usual diabetes management regimen in response to the elevated results. However, the patient reported developing ¿frequent bouts of lows to the point of having shakes and feeling dizzy¿ an unknown time after the alleged issue started. It was not specified if the patient received any treatment as a result of the alleged issue. No troubleshooting was able to be performed. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged product issue began.